Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid-right coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres, the balloon ruptured near the front shoulder. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.